Manufacturer narrative:
A device history record review showed no rejected inspections or quality issues during the production of the reported lot numbers. One sample unit was provided for evaluation by our quality engineer team. Upon examination, black, embedded specks were observed within the q-syte. The non-foreign matter was determined to be burnt particulate from the mold manifold or banner. The material builds up inside the surfaces of the manifold over time and dislodges into introduced materials. For each mold start-up, the mold and machine is purged until it is free of all burnt material. The burnt particulate does not affect the functionality of the product nor does it impact the patient in any way.

Manufacturer narrative:
Lot # 20220331 was reported by the customer. This lot # is not recognized for the reported cat #. Medical device expiration date: unknown (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that foreign matter was found on a bd q-syte luer access split-septum stand-alone device. There was no report of injury or medical intervention.